Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown duration on their arm. The patient reported the infusion site to have purulent drainage and swelling approximately two hours after removing the pod, with symptoms progressing into cellulitis of the left upper extremity and a possible abscess. The condition required multiple outpatient medical visits on (B)(6) 2026, antibiotic treatment (doxycycline), and surgical intervention on 01 june 2026, including incision and drainage of pus. The diagnosis was cellulitis of the left upper extremity, likely related to the insulin pump site, with a possible abscess. The patient was treated with doxycycline twice daily for 10 days, warm compresses, elevation and rest, monitoring and bloodwork.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.